Event description:
Information provided states that during the case, the screw in the rod gripper snapped. There were no adverse effects to the patient.

Manufacturer narrative:
(B)(4)

Event description:
Information provided states that during the case, the screw in the rod gripper snapped. There were no adverse effects to the patient.